Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: (B)(6) 2024 : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 08-dec-2025, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient not receiving intrathecal medication via an implantable pump for unknown indication for use. It was reported that the patient was obtunded, had lots of pocket swelling, and pump infection. The patient had sepsis. It was reported that the patient was tested for infection and they were considering system explant. There was no drug in the pump and patient had not had a first fill yet. The issue had yet to resolve and it was unknown if surgical interventions would occur/was planned. The patient's weight and medical history was asked but made unknown. The patient's status was "alive-with injury".

Event description:
Additional information was received from a healthcare provider stated that there were no known environmental/external/patient factors that may have led or contributed to the issue. Cause of the infection and sepsis was unknown. Action/intervention: the system was removed and heavy antibiotic treatment. The patient health status was asked but unknown at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.